Event description:
International affiliate reported that the device was placed in service following a hemihepatectomy. The device functioned and drained 20-95 ml of exudate for five days. The patient developed abdominal distension on the sixth post-operative day. An abdominal puncture was performed and 1500ml of serious fluid was obtained. The patient was reported in stable condition.

Manufacturer narrative:
Date sent to the FDA: 07/19/2006. Conclusionc: no conclusion can be drawn at this time. If additional information becomes available a supplemental 3500 a form will be provided accordingly.